Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 283 mg/dl. The customer explained that she had changed the insertion site location three to four times, but the alarm persisted. While troubleshooting, the customer was advised to assemble a new infusion set with the same reservoir. The customer stated the insulin pump did not alarm no delivery afterwards. The customer was advised that there was a possible issue with the infusion set. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.